Event description:
It was reported the coil could not be detached. No patient injury reported.

Manufacturer narrative:
The device has been evaluated and the implant coil was found detached. The evaluation could not determined of the event. (B)(4).